Manufacturer narrative:
Failure analysis revealed that the buttons were unresponsive due to an open connector on the lcd board. Further testing could not be performed due to keypad anomaly. The device had cracked reservoir tube lip and cracked case near the display window corners.

Event description:
The customer reported that the paramedics were called due to her low blood glucose of 58mg/dl, and she was treated at the scene. The customer stated that she attempted to clear an alarm, but the buttons were not responding. The customer mentioned having low blood glucose the past week three times as a result of her new exercise programming. Troubleshooting was performed, and the customer stated that she went through a body scanner, and had MRI's. No further information was provided.